Event description:
Reports the catheter sheared in the patient. No additional information is available at this time.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report #(B)(4). One used catheter fragment was received for evaluation. The catheter appeared fractured, measuring approximately 28.75 inches. Based on the specification for the catheter overall length, approximately 12 inches of the catheter tip end was missing. Under microscopic observation, the fractured end of the catheter was angular in appearance. This type of cut is consistent with a potential damage noted when the catheter is withdrawn or partially withdrawn through the needle, thereby shearing the catheter. Per the instructions for use (IFU) for the reported product catalog number, "caution: do not withdraw catheter through needle because of the possible danger of shearing." Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or catheter material number. There were no other reports of this nature against the reported lot number. All available information has been forwarded to the device manufacturer of the catheter. If additional pertinent information becomes available, a follow-up report will be filed.